Event description:
It was reported that the customer was experiencing very low and high blood glucose levels. The customer stated that they are really active. The customer declined troubleshooting at the time of the phone call. The customer's blood glucose at the time of the phone call was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.